Manufacturer narrative:
MDR report key: (B)(4).

Event description:
Richard wolf medical instruments corporation (rwmic) received a voluntary medwatch report, mw5187188, dated 15/may/2026, regarding an issue with a ureterorenoscope 5° 6.5/8.5fr wl 430mm, part ID: 8708.518, sn# (B)(6). According to the report, a cleaning brush fragment was found in a patient's ureter after passing a basket through the ureteroscope during an ureteroscopy procedure. The brush fragment was immediately removed. The surgery was completed and the patient's recovery was consistent with normal post-procedure recovery. Additionally, the facility reported that the procedure was prolonged for approximately 30 minutes while a replacement device was being procured.